Event description:
Customer reported a tandem mobi cartridge alarm occurring during the load process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the issue and arranged for a replacement pump to be sent. The customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted. Instructions were provided on how to manage the current pump, and the customer acknowledged all guidance regarding the return and receipt of the replacement pump.